Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory patient notification alert for high pacing lead impedance. Lead was capped and replaced on (B)(6) 2016. Patient was well after the procedure.